Event description:
(B)(4). I chose essure as a form of birth control. All was fine for about 3 years. Then I started getting severe cramps during pms. Sometimes so bad I cant walk and pain meds dont work. Went to the ER for aid recently! I also get headaches and I had never been one to get them. Also I get waves of nausea every so often out of no where. My doctor cant say at this time if the essure is my problem but has suggested a hysterectomy to take them out and said I dont need all those lady parts anymore anyway (45 and 2 kids) my insurance did pay for the implants and will pay for the hysterectomy next month. I'm pretty scared about it all.